Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level between 300 mg/dl and 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin with the help of the mother. The customer reported having issues with the insulin pump leading to the high blood glucose that included no delivery alarms. Troubleshooting was provided and issue was resolved. The insulin pump will not return for analysis.